Manufacturer narrative:
H6: investigation summary, bd received samples, 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: reported "there was foreign matter on the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: reported "there was foreign matter on the tube."